Manufacturer narrative:
The insulin pump received with a blank display due to a corroded battery tube. Unable to perform the displacement test and verify the failed battery test, low battery, weak battery, and motor error alarms due to a blank display. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The device had a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.